Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Aus coapted fine, the physician suspected pressure regulatory balloon was not in good spot and could possibly be losing elasticity. The device was explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.